Manufacturer narrative:
Ocd medical has assessed this and determined this to be a serious injury. (B)(4).

Event description:
Customer reported that a lab operator cut her finger with a broken reagent red blood cell vial while unpacking a reagent delivery. The customer said the lab operator was not wearing protecting gloves. The cut was a superficial wound. The lab operator washed her finger, rinsed it with a disinfectant, and put a band-aid on the cut. Operator did not receive any medication and did not require any surgical intervention.